Manufacturer narrative:
The complaint for high impedance was confirmed. Two extensions were returned, they were designated extension a and extension b. Extension b was returned complete but cut (the complete 60cm was returned). The extension was returned cut as a result of the explant procedure. Microscopic inspection of the extension revealed channel 4 wire was broken and protruding from the lead body 3.3cm distal to the terminal end. All other channels passed continuity. The broken wire is consistent with an overstress condition the extension was subjected to while in vivo.

Event description:
This report is to advise of an event observed during analysis.